Event description:
This strip appears to show halving, doubling, and thirding of the fhr. Though at times it looks like it may be the maternal hr. Nurse later placed on the pulse ox, then maternal ECG leads, and verified mhr. The end of the strip was almost exclusively maternal tracing on the us and the mecg.